Manufacturer narrative:
Product complaint # (B)(4). A labeled winding former, a detached needle, and a dispensed suture were returned for analysis. During the visual inspection of sample, the swage and attachment area were not noted to be as expected, due to two hits observed on the needle resulting in an incorrect swage for this product code. In addition, the suture end is severely cut (damaged) and consequently, that suture had been detached from the needle. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition, the assignable cause of the performance - pull off suture needle pre-op is an incorrect swage and clip off defects caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Event description:
It was reported that a patient underwent an orthopedic surgery procedure on (B)(6) 2018 and a suture was used. During surgery it was found that the suture had been detached from the needle when opening the package. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: investigation summary it was reported a pull off suture needle pre-op. A labeled winding former, a detached needle and a dispensed suture of product code sxpp1b112 were returned for analysis. During the visual inspection of sample, the swage and attachment area were not noted to be as expected, due to two hits were observed on the needle resulting in an incorrect swage for this product code. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition, the assignable cause of the pull off suture needle pre-op is an incorrect swage.